Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not sufficiently removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
A receipt inspection of the returned loaner colonovideoscope revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge and if the air/water nozzle was flushed with detergent solution. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover has a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector was damaged. Forceps channel port was shaved. Universal cord was wrinkled. Due to a scratch on objective lens, the image has a partial dark area. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.